Event description:
The customer returned the Bronchovideoscope to the service center for evaluation related to a separate issue. During testing, the Service Repair Technician identified that the distal end plastic cover was melted, and the c-cover insulation distal end plastic cover was melted. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.